Event description:
Abnormal, excessive bleeding on patient from both incision sites. The blood was running out of the sheath excessively when the trocar was removed on both sides. After the devices were placed, the incision sites continued to seep blood at a higher-than-normal rate. The doctor attempted cautery of near the incision site for to stop one of the sources of the bleeding. The doctor applied pressure for 15-20 minutes to stop the bleeding. The bleeding stopped on one incision but continued slowly on the contralateral side. The doctor packed the wound with stericel and closed the incision. The doctor and rep were not able to identify or theorize the source of the bleeding. Cystoscopy was clear, no perforations occurred. The bladder still fully held all contrast and no hematuria was identified. No negative patient effects associated with the bleeding were noted. Nothing abnormal was reported post-operatively. Post-ralp patient. Patient reported stopping low-dose aspirin 7 days before procedure.